Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl but did not provide any symptoms of hyperglycemia at the time of the call. The reporter was unable to troubleshoot the pump at the time of the call. Animas has attempted to contact the customer to complete troubleshooting of the alleged issue, but has been unsuccessful at the time of this report. This complaint is being reported based on the allegation that the patient experienced a blood glucose excursion while on the pump and the pump could not be ruled out as a contributing factor.